Event description:
There were two positive acculas. The one had a rapid completed and was negative. The other acculas was from this morning and they are get a rapid done now. Information reported by user is being reported as required by 21 cfr 803.

Manufacturer narrative:
Mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.